Event description:
The consumer reported six (6) false negative results using binaxnow covid-19 antigen self test performed between 19sep2022 and 21sep2022 using two different lot numbers (187490 and 209309) . This report is for test three (3) of six (6). The consumer reported a false negative result using binaxnow covid-19 antigen self test performed on (B)(6) 2022. Pcr testing was performed on for covid-19 and influenza performed on (B)(6) 2022 generating positive results for both covid-19 and influenza. The consumer was perscribed paxlovid. No additional patient information, including pateint outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d4, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 187490 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 187490 and device part number 195-430h / lot 17689. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.